Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked from between the broken/cracked inner wall and stopper. The following information was provided by the initial reporter, translated from french to english: "as there was a leak between the black piston seal and the inner wall of the syringe. And for clarity, the customer has been handling the preparation correctly since 2016." "Broken / cracked".

Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod, on the barrel, or within any other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the lot 2005355, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. A root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak" luer-lok" syringe leaked from between the broken/cracked inner wall and stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: "as there was a leak between the black piston seal and the inner wall of the syringe. And for clarity, the customer has been handling the preparation correctly since 2016." "Broken / cracked".